Event description:
It was reported that a user experienced a brief lack of glucose sensor readings associated with a dexcom g7 due to intermittent communication failure, after which readings resumed; the responsible device was not identified and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure, with device components relevant to electrical, magnetic, and antenna functions implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.